Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed since the original report was submitted. The device was not returned for investigation. Based on the clinical information provided, the root cause of ventricle perforation was most likely improper positioning due to improper technique. In accordance with updated procedures, sections d6 and g3 have been revised from the initial submission.

Event description:
The user facility in japan reported a patient of unknown age and gender was mentioned in a literature report to have been implanted with an impella cp device for mechanical circulatory support. It was reported in the publication that the patient sustained a left ventricle (lv) perforation after the pump was placed to the lv and along the posterior wall. The posterior wall perforated, and the team placed a drain for pericardiocentesis, and surgery was performed. The patient survived and was transferred out to a rehabilitation hospital after 66 days.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿